Event description:
Report received from our affiliate indicated that there was a balloon burst during dilation of the right femoral artery throughout a percutaneous transluminal angioplasty. Vessel was calcified. Hnad inflation pressure were unknown. Procedure was terminated by another balloon catheter. There were no adverse effects to the patient. This product will be returned for evaluated for evaluation and testing. Additional information has been requested and will be submitted within 30 days upon receipt.